Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the floor nurse experienced issues flushing and called PICC team. An upper arm x ray showed the PICC was kinked. No other information was provided. Additional information received on (B)(6) 2023: device was a sl 4 french, placed in a 3.5cm deep basilic vein. It was cut 48cm and was left out 2cm.